Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the 5/32" jacobs chuck was missing a blue ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event, blue ring missing from the device, was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility ,the 5/32" jacobs chuck was missing a blue ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.